Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving intrathecal unknown morphine via an implantable pump for non-malignant pain. It was reported that the patient's pump was alarming 'sometime before january 17th' due to empty reservoir (empty for about 7 days), but the patient was not aware the pump was alarming until their refill appointment on (B)(6) 2023 (until shown on the pump logs at appointment due to the patient being hard of hearing). It was reported 'the pump was empty but he wasn't in withdrawal.' It was further reported 'that night' after the patient's pump refill, they went into withdrawal because they were given 0.121mg of morphine, when they normally receive 10.5mg. It was noted 'the doctors office said they did the right thing by giving him over 100% less than they did before, because when the went to draw it out, there was nothing left in there, so they gave him a low dose'. They told the reporter the pump does not function correctly when there is not enough medicine left, so they cou ldn't accurately calculate how much medication was in the patient's catheter and they did not want to overdose him. The caller was redirected to the healthcare provider (hcp). Additional information was received from a healthcare provider (hcp) via a clinical study and it was further reported the patient's pump ran dry due to missing the last refill appointment and the patient denied withdrawal symptoms or increased pain. The pump was refilled and reprogrammed on (B)(6) 2023 and set to minimum flow rate. The programming date from most recent refill prior to event was (B)(6) 2022. The outcome was resolved without sequelae on (B)(6) 2023.